Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. No manufacturing non-conformities were identified from the imaging evaluation the conduction disturbance occurred post-procedure and imaging from the date of the event is not available. As such, a definitive root cause cannot be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in spain, a 48mm evoque procedure in tricuspid position where the valve was placed successfully with no pvl, good capture and positioning. Four days post procedure, the patient had atrial fibrillation with slow ventricular response (<40bpm) and ventricular fibrillation with long qt interval. On post-operative day (pod) 7, a permanent pacemaker was implanted.